Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 288 previously reported events are included in this follow-up record. Product return status 268 devices were received. 3 devices were evaluated in the field. 17 devices were not available for evaluation. 0 device investigation types have not yet been determined. Event confirmation status 271 reported events were confirmed. Evaluation results 271 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 288 </noe> malfunction events in which the device had paint chips missing. 284 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 288 events were reported for this quarter. Product return status: 265 devices were received. 17 devices were not available for evaluation. 6 device investigation type has not yet been determined. Event confirmation status: 265 reported events were confirmed. Evaluation results: 265 devices were found to be affected by missing paint chips. 288 devices were not labeled for single-use. 288 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 288 </noe> malfunction events in which the device had paint chips missing. 284 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.